Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device was not returned to zimvie for investigation. The reported event was not verifiable after the investigation associated with skin irritation. The device history record was reviewed and no discrepancies related to the reported event were found. No physical and/or functional condition could be found after the DHR that could be considered a causal factor for the reported complaint. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly zimvie will continue to monitor for trends.

Event description:
It was reported by the sales rep. Who stated that the patient's 72r electrodes caused irritation on left arm. The irritation started about a week ago. The skin is red and itchy with little bumps but no blisters. The electrodes were changed daily or sometimes twice a day. The cover patches irritated her skin as well. The patient discontinued using the cover patches. The 72r electrodes were originally being used on the same spot, and once the irritation started the patient moved the electrodes. The area is cleaned with soap and water, no wipes. The patient does not have sensitive skin, or allergies. No new product. The patient does not take blood pressure medication. The patient went to see the doctor last week and she was told to stop using the electrodes. The doctor told the patient to use aquaphor however, it did not help. The patient is using vitamin e oil. The doctor did tell there was bone growth. The patient was advised to wait until her skin is completely clear. Once the skin is clear the patient can start the time test with the different type of electrodes, 63b.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: (B)(6) 2021. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported by the sales rep. Who stated that the patient's 72r electrodes caused irritation on left arm. The irritation started about a week ago. The skin is red and itchy with little bumps but no blisters. The electrodes were changed daily or sometimes twice a day. The cover patches irritated her skin as well. The patient discontinued using the cover patches. The 72r electrodes were originally being used on the same spot, and once the irritation started the patient moved the electrodes. The area is cleaned with soap and water, no wipes. The patient does not have sensitive skin, or allergies. No new product. The patient does not take blood pressure medication. The patient went to see the doctor last week and she was told to stop using the electrodes. The doctor told the patient to use aquaphor however, it did not help. The patient is using vitamin e oil. The doctor did tell there was bone growth. The patient was advised to wait until her skin is completely clear. Once the skin is clear the patient can start the time test with the different type of electrodes, 63b.